Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 jaw broke and fell into the pt (could retrieve from the pt). Another instrument was used to complete the case.